Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I for a 71 year old male patient with abdominal pain. The following data was provided (customer provided normal range: 0 to 0.3 ng/ml): on (B)(6) 2023, sid (B)(6) initial result = 0.515 ng/ml, repeat = 0.373 ng/ml, poct result was <0.02 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
Section d4 catalog # was updated from 03p25-36 to 03p25-77. Section d4 lot # was updated from 47456ud00 to 47456ud01 h3 other text : device evaluation still in process.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in house testing. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any related trends for the product for the issue. Device history record review on lot 47456ud00/47456ud01 did not show any potential non-conformances or deviations associated with the complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 47456ud00/47456ud01 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lots. Labeling was reviewed and found to adequately address the issue under review. In-house accuracy testing was completed with lot number 47456ud00/47456ud01. All specifications were met indicating that lots 47456ud00/ 47456ud01 is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I for lot number 47456ud00/47456ud01 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I for a 71 year old male patient with abdominal pain. The following data was provided (customer provided normal range: 0 to 0.3 ng/ml): 01jun2023 sid 629 initial result = 0.515 ng/ml, repeat = 0.373 ng/ml, poct result was <0.02 ng/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I for a 71 year old male patient with abdominal pain. The following data was provided (customer provided normal range: 0 to 0.3 ng/ml): (B)(6) 2023 sid (B)(6) initial result = 0.515 ng/ml, repeat = 0.373 ng/ml, poct result was <0.02 ng/ml no impact to patient management was reported.